Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt charged for the first time for 15 minutes and received a full charge. The pt reported experiencing heating at the ipg site thereafter. The stimulation was turned off for a few days and the heating was still present. Follow-up identified the pt presented to the ER on (B)(6) 2013. The ipg was explanted on (B)(6) 2013, due to heating at the ipg site. The leads were left implanted.